Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error twice during a basal delivery. The blood glucose reading was 63 mg/dl. The customer's mother stated that she removed the reservoir, rewound the insulin pump, and changed out the infusion set. She noted that about 3 or 4 hours later, the same alarm recurred. She stated that the customer's blood glucose was in the 300 mg/dl range at one point. She advised that the customer had treated with a package of fruit snacks and that he had swimming practice, which may have lowered his blood glucose. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.